Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no information provided regarding any impact to the customer¿s blood glucose level. Tandem technical support assisted the customer by instructing them to remove the pump case and provided guidance on proper button usage, but since the button remained difficult to operate, a replacement pump was arranged. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy and to return the malfunctioning pump using a pre-paid shipping label.